Manufacturer narrative:
Qn#: (B)(4).

Event description:
The physician reports that the central venous catheter is placed and when puncturing, the needle breaks leaving the muscle plane at the level of the right clavicula and it is not possible to perform the installation. No report of a patient injury or intervention.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.1.-added 'adverse event'; section b.2.-added 'required intervention'; section h.1.-corrected to 'serious injury'. Additional information received: "yes, the physician report part of the needle fragment remains in the muscular plane at the level of the right clavicle. Subsequently, a new intervention is performed to extract it, using fluoroscopy". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician reports that the central venous catheter is placed and when puncturing, the needle breaks leaving the muscle plane at the level of the right clavicula and it is not possible to perform the installation. No report of a patient injury or intervention.